Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was returned for investigation. The generator successfully booted to the menu application. Review of the logs confirms the field reported event as target temperature were not met and inconsistent readings were observed. However, the field reported event was not reproducible as functional testing of the generator verified consistent functionality in all modes (sensory, motor, lesion, and pulsed) and no errors were detected while monitoring the temperature, voltage, and impedance readings at all 4 ports. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information received, the cause of the temperature issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the probes would not increase in temperature so the procedure was cancellation. The disposable probes were switched to reusable probe with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.